Manufacturer narrative:
Two device samples were received in used condition inside a plastic bag which is not its original packaging. During visual inspection no damage or other defects were detected on the sample related to the manufacturing process. Sample number two was functionally tested and liquid flowed through the whole device without interruptions. Sample number one was functionally tested and liquid flowed through the whole device without interruptions, however an air bubble on the filter was identified, for this reason, complaint is confirmed. The root cause for the air bubble was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the disposable draws air by itself after venting the line. The event occurred at the patient¿s home, while preparing (setting up) parenteral nutrition.